Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the device had a power on rest (por). A critical ram parity error was logged on (B)(4) 2012. The por severity is considered low as device should be able to recover fully after reset. (B)(4).

Event description:
It was reported that the remote monitoring transmission showed the device had an electrical reset. It was noted that all pacing parameters had remains unchanged, diagnostics had cleared and restarted, and the battery voltage was stable. It was indicated that the patient has been undergoing treatment for lymphoma. The device is still in use. No patient complications have been reported as a result of this event.